Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one device was in the abdomen"), device expulsion ("one device was in the uterus") and genital haemorrhage ("bleedings /hemorrhages") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding for some days after sexual intercourse") and menorrhagia ("menstruations which lasted 3 weeks"). The patient was treated with surgery (fallopian tubes and uterus removed) and surgery (fallopian tubes and uterus removed). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, coital bleeding and menorrhagia had resolved. The reporter considered coital bleeding, device dislocation, device expulsion, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: since insertion she presented bleedings/hemorrhages and pain which become unbearable - she was told that it was normal, she had to get used to essure. Consumer received treatment for pain. After the removal her problems finished. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: one device in uterus, other in abdomen test performed showed that fallopian tube was obstructed, one device displaced. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1.706 cases. Device expulsion. The analysis in the global safety database revealed 297 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.